Event description:
The coil (subject device) was returned for analysis and it was discovered that the coil (subject device) was prematurely detached during use. The procedure was completed successfully with another coil. No further information is available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the coil delivery wire was found to be kinked/bent. The main coil was noted to be detached/separated from the delivery wire and was not returned. Due to the condition of the returned device, no functional testing was performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed as the reported issue was unknown/unclear; however, based on the damage found on the device during analysis, it is likely that the reported issue was premature detachment of the subject coil. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that the subject coil was damaged, but no additional detail was provided. Additional information provided by the customer indicated that the device was confirmed to be in good condition prior to use, continuous flush was maintained throughout the procedure, a sl-10 microcatheter was used with the subject coil, and another target coil was successfully deployed in the aneurysm to complete the procedure. Based on the visual inspection, it is most likely that the unspecified damage noted in the event description was premature detachment of the subject coil. As limited information was provided on the event, the cause of the premature detachment could not be definitively determined. It is possible the delivery wire may have been rotated during or after delivery of the coil into the aneurysm and/or the subject coil may have been advanced or retracted against resistance causing premature detachment of the coil from the delivery wire. Based on the review of all available information, an assignable cause of procedural factors was assigned to the as reported 'device problem unknown/unclear' and the as analyzed 'main coil prematurely detached/separated during use' since these issues are associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited. Also, an assignable cause of handling damage was assigned to the as analyzed 'coil delivery wire kinked/bent' since this issue is most likely due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.